Event description:
It was reported that when the nurse retrieved the protective fleece blanket from patient she received a shock from static electricity. Immediately intra-aortic balloon pump (iabp) stopped & a system error message appeared on front end board (feb) "frontal control." Burnt odor smell. In about 10 minutes, iabp had been changed. "Pt. Died, no more beating, 5 minutes after arrest of the machine, but we cannot confirm that it is the consequence of trouble in iabp." "Affected device has been quarantined at hospital & entire electric system of room has been controlled." Iab device was efficient after use of another iabp. Additional information received on 1/26/09 stated "event occurred, as previously recorded. Additional information received on 1/27/09 stated event involved a male pt. Pt was stabilized with "amine during problem." "While the staff used a "fleecy blanket," an electric shock appeared at same time iabp stopped working with alarm & a burnt smell & smoke coming from iabp." "Iabp was quickly replaced, but during replacement pt. Had a heart arrest with electromechanical dissociation. No electric shock was released." Iab was inserted 4 hours prior to incident. Iab was inserted using a sheath. Indication of incident: " iabp stopped pumping." Specific iabp alarm that occurred: "beep." Iabp was exchanged & per report "iab was working after replacement of iabp." There were no strips generated. There were no x-rays performed.

Manufacturer narrative:
Evaluation: additional information from 1/26/09 also stated that "after the incident, a third party service organization checked iabp at hospital & found burnt components in feb. Per technician, resistors r162 & r163 were burnt. Chip u33 was also burnt (all components). No extra grounding was done on this pump." Iabp is checked once a year & next check control was planned the following month in 2009. Device has been quarantined by hospital. Follow-up report will be filed if additional information becomes available.